Event description:
A patient reported issues with needing to charge their insulin pump almost daily and experiencing cartridge loading errors. There was no adverse impact to the customer¿s blood glucose level. The patient chose not to troubleshoot the issues but requested documentation for insurance purposes.